Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to clinical indications and alternate-method testing. Siemens is investigating.

Event description:
The customer observed elevated atellica im high-sensitivity troponin I (tnih) results which were discordant relative to clinical indications and alternate-method testing when using tnih lot 111. An initial elevated atellica im tnih result was obtained for a 76-year-old male patient. This result was questioned by the physician, as the result was not consistent with the patient¿s clinical condition (ischemic stroke). The sample was re-tested using an alternate platform (vidas), and a result within normal range was produced. When the sample was re-tested on the atellica im instrument, both with and without use of a non-specific antibody acid blocking tube (nabt), the results reproduced the initial highly-elevated result. The lower alternate-method result was considered correct for this patient. There are no reports of any adverse patient consequences in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states observed an elevated atellica im tnih result which was not consistent with the clinical status of the patient. MDR 1219913-2025-00175 was initially submitted on 30-sep-2025. Update, 30-sep-2205: siemens has concluded the investigation. The initial result was produced from a heparin gel sample tube. A serum tube and a non-specific antibody blocking tube (nabt) were used for two additional re-tests, both of which also produced elevated tnih results. The reproducibly elevated tnih results conflicted with a low/normal result from a vidas instrument. Return of the patient sample is not warranted as the customer has performed appropriate follow-up testing. Reagent problems were essentially ruled out as quality control (qc) results were within expected ranges and no issues were reported for any other patient samples. The cause for the discordant observations cannot be definitively determined. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interfering substances such as drugs, herbal medications, and autoantibodies can interfere with testing based on differences in methodology. The customer is operational, with no persistent issues. No systemic product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.